Event description:
During an implant procedure, when placing the right ventricular (rv) lead, low pacing impedance, a loss of capture and r wave amplitude variation were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance, failure to capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was slightly overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.